Manufacturer narrative:
Patient information was requested from the customer, but declined to provide.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the motor controller (mc) pcba.